Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon. The physician placed a stent and aspirated the debris from the lesion site and looked on the flouroscope and noticed the occlusion balloon had deflated and there was no blood flow. The physician tried aspirating again and there was still no flow. The physician reported the device and the physician was able to re-establish flow. Pt is reported to be ok.